Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 300 mg/dl up to 400 mg/dl for all week. Customer was calling to report insulin flow block alarm. The customer was not available for the troubleshooting inquired what led up to the complaint. The insulin pump will not be returned for analysis.